Event description:
It was reported that the pacing lead impedance was fluctuating below the low limit. An insulation breach was suspected. Programming changes were made. The patient was asymptomatic.

Event description:
New information received indicated that the right ventricular lead was explanted.

Event description:
New information was received noted that the patient was fine before, during, and post-procedure.

Manufacturer narrative:
The reported event of low pacing lead impedance and possible insulation breach could not be confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Internal shorts were noted due to procedural damage at the cut end of this returned portion. Visual inspection and x-ray examination did not find any anomalies except for the damages found consistent with procedural damage.